Manufacturer narrative:
Further information from the reporter regarding product information was requested. No additional information is available at this time. The event of keratitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that one of their patients with a xen®45 gts implanted in the left eye developed "filamentary keratitis" a few weeks later. Intense lubrication, antibiotics, then steroids were used as treatment and the event resolved. Device remains implanted.